Event description:
During total jaw reconstruction the drill attachment overheated and burned the pts lower lip. The burn was small and expected to leave no permanent damage. The burn was treated with kenalog cream.